Manufacturer narrative:
UDI = (B)(4); no additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that after the patient had a left ventricular assist device (lvad) placed there was oversensing of noise. It was noted that the primary vector had over counting and noise and the secondary and alternate vectors have noise markers too but no visible noise. Boston scientific technical services (ts) was consulted and discussed that further tests should be performed for programming options. However, until that time the subcutaneous implantable cardioverter defibrillator (s-ICD) should be programmed off as it would not treat the patient's arrythmia's since it was always seen noise sense markers. The field representative noted that optimization was ran a second time where primary vector was chosen and everything looked fine when the gain was set at 1. However when set at 2 there was noise. Per the patient's request, the s-ICD was left programmed off. No adverse patient effects were reported.